Event description:
Observed biased dt hdlc results from control fluids on the vitros dt60 analyzer. Biased results could lead to inappropriate physician action. No biased results were reported. There was no report of patient harm as a result of this event.